Event description:
Customer reported observing low sample/low diluent in row h when performing the ortho hbc elisa using summit sample handler. No error message was generated by the instrument. A fse was dispatched and no issues were found with the instrument. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.